Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported that the cannula did not insert into the skin when the pod was activated, the pink slide had not moved forward but the patient reported that he could see the cannula was bent when the pod was removed. This indicates a needle mechanism failure. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.